Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. Blood glucose tests performed 6 to 8 times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to hospital meter (went to hospital for unrelated infection). Back to back blood test performed by customer non-fasting on (B)(6) 2015 produced test results of 423 mg/dl using trueresult meter and 320 mg/dl using hospital meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 284 mg/dl and 309 mg/dl. The product is stored by customer in dining room. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results: (B)(6). Adverse event not reported.